Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call the she had high and low blood glucose but not hospitalized. Customer's blood was 52 mg/dl. The customer stated that this happen all the time and they go low and high. The customer was recently diagnosed with gastrioposi. The customer stated that usually high when she changes to a new set and blood glucose is now 281 mg/dl. The customer stated that ever since she has diabetes she had the low and the highs. The healthcare provider is trying to change the rate for basal and she what needs to be decreased and increased.